Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator had their device removed due to lack of efficacy. The procedure was completed without any issues. There were no patient complications. The patient fully recovered.